Manufacturer narrative:
Concomitant medical products: product ID a2dr01 ipg, implanted: (B)(6) 2013, product ID 5086mri45 lead implanted: (B)(6) 2013, product ID 3889-28 ,interstim urinary mgu lead, implanted: (B)(6) 2011.

Event description:
It was reported that approximately a week post implant, the patient experienced intermittent left lower chest discomfort that radiated to the back. It was noted that the patient was non-compliant with instructions to avoid lifting the left arm above the shoulder. The following day, the patient was admitted and non-capture as a result of a micro-dislodgement was noted on the right ventricular (rv) lead. The lead was repositioned and remains in use. It was noted that the patient is taking part in the surescan study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.